Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic for follow up. Loss of capture and out of range pacing lead impedance was observed. The lead was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.9cm was returned for analysis. The portion of the lead that was returned was normal.